Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the exhalation port cap will not stay in place. The complaint states that the cap pops off at all flow and pressures. The alleged incident occurred during a non-invasive ventilation treatment to a patient. The port cap had to be re-secured and taped down. No patient injury reported.